Event description:
The hosp reported that at the initiation of bypass, the oxygenator failed to transfer oxygen. The device was changed out, the case continued and the pt was not affected by this incident.